Event description:
The patient was having a percutaneous coronary intervention (pci) procedure. It was reported that when the physician was attempting to load the intravascular ultrasound (ivus) onto the guidewire (outside the patient) the tip of the catheter, including the radiopaque marker, detached. The patient is reported to be in "fine condition".

Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints were found in the lot. The returned device was received in two pieces; the detached tip was 2.5cm. The complaint sample was sent to an outside vendor for oxidation analysis. This analysis revealed high levels of oxidation at the surface of the brittle tip fracture and throughout the tested tip section. During visual analysis, fluid was observed inside the telescope and distal tip assembly. No kink was observed in the sheath assembly. During image characterization testing, no image appeared in the system due to electrical short at distal the cause of which is undeterminable without destructive testing, but is unrelated to the tip fracture. The cause of the fragile tip detachment failure has been determined to be oxidation of the catheter which causes embrittlement, increasing the likelihood of tip detachments of this nature. The risk of tip detachment is included within the labeling of the product. A root cause of design has been assigned.

Event description:
The patient was having a percutaneous coronary intervention (pci) procedure. It was reported that when the physician was attempting to load the intravascular ultrasound (ivus) onto the guidewire (outside the patient) the tip of the catheter, including the radiopaque marker, detached. The patient is reported to be in 'fine condition'.